Event description:
No blood glucose levels reported. The customer reported that some of the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
No button response due to j2/lcd keypad connector unlocked. Unit received with scratched lcd window.